Event description:
It was reported that the needed charging every other day. There was no adverse impact to blood glucose level reported. Customer declined further troubleshooting, and no additional actions or outcomes were noted.